Manufacturer narrative:
Both implants, left and right, were removed due to leakage. The explant return form states there was an accident at one point under "breast trauma since implant surgery." No additional details were provided about the nature of the accident. No damage during the explant procedure was reported by the customer.

Event description:
There is a leak in the implant leading to implant deflation in both right and left implants.